Manufacturer narrative:
On 28 january 2016 it was prepared a final report with the information already submitted in the initial report. On 03 february 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on (B)(6) 2015: lot 115072: (B)(4) items manufactured and released on 14 february 2012. Expiration date: 2016-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported issue. On (B)(6) 2015 the (B)(6) made the following comment: unusual case of idiopathic loosening, in a little more than 3 years. I was not able to detect, from the radiographs, a plausible root cause. Loosening took place on a wide area of the stem for unknown reasons. The stem looked correctly implanted. On (B)(6) 2015 the (B)(6) inspected the retrieved implant with the following analysis: on the stem, the ha coating is not present anymore, except in the proximal region. Evident scratches can be noted on the stem, in particular in the neck region: they are presumably due to the extraction phase. It is not possible from the inspection of the implants determine the root cause of the event.

Event description:
The patient had pain. The surgeon had to do a revision of an amistem h lat3. The revision was because of loosening.